Manufacturer narrative:
Investigation summary: one sealed 32g x 4mm pen needle polybag and three photos were returned from lot. No 2145633 cat. No 320559. Visual examination was carried out on the returned sample and photos and a print defect was observed on the polybag. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause of this issue is supplier related and will be investigated.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was missing label information. The following information was provided by the initial reporter, translated from japanese to english: the user reported that some parts of polybag were found to be torn off, no printing, and looked torn inside.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was missing label information. The following information was provided by the initial reporter, translated from japanese to english: the user reported that some parts of polybag were found to be torn off, no printing, and looked torn inside.